Event description:
Within days of using week #10 invisalign aligner, experienced sudden, sharp, acute, shooting pain in tooth #8 extending towards sinuses. Pain was unlike usual discomfort with alignment and occurred again 2 days later. After stopping use of the aligner, the pain subsided but has been persistent for the last 3 months. Microscopic evaluation by an endodontist revealed a fracture in the back of tooth #8 consistent with the area of discomfort. There is no prior history, sensation or visualization of a fracture in that tooth or any adjacent teeth. Tooth may need extraction at future date due to fracture. Also during week #10, crown broke off over tooth #19 which is now fractured and non-restorable in need of an implant. FDA safety report ID # (B)(4).